Manufacturer narrative:
1038671-2024-01137.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2014, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.